Manufacturer narrative:
Follow-up #1; date of submission: (B)(4) 2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: a cartridge cap and battery cap were not returned with the pump; a test battery cap was used during the analysis. The test battery cap was able to secure to the pump case per the instructions for use (IFU): the reported issue was not duplicated. The battery compartment was found to be cracked in the thread area; the relation of this device failure to the reported issue can not be determined, as the reported issue would have to be duplicated to determine such. The following findings are unrelated to the reported issue: the display screen was dim and discolored due to an unidentified display failure. The audio bolus button cover was torn; however, the button was properly responsive.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter alleged that the battery compartment and cap were damaged; it was reported that the battery cap would not attach to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.